Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger; product ID: 37751, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had recharger replaced once before when trying to recharge. Pt stated he did a reset however the beeping didn't go away on the recharger. Troubleshooting was unable to be performed as pt did not have equipment. The caller was redirected to call back for further troubleshooting once they have their equipment. Additional information was received from a patient (pt) regarding an external device. The reason for call was pt called stating they could not charge their equipment with the black box for both the programmer and recharger (insr) was not working, pt said they called two weeks ago regarding insr not working. The pt's insr was not coming on or working. Pt was very difficult to hear and to understand. Pt said they were looking for their old charger and mentioned they forgot to ship it back (this was understood that the patient was sent a new insr and they forgot to send the old one back). Now the pts recharger was not charging or coming on and pt was hurting so bad, pt had been sick for a couple weeks. The call was so hard to understand for troubleshooting that the call was disconnected. An outbound call was made to the patient. During call pt verified the desktop charger (dtc) connector pin was damaged for the 4 holes in dtc pin laid on the same side as the white arrow. Caller then verified that the insr charging port had no damage. During call caller put new batteries into the programmer and the programmer turned on. The issue was not resolved. A replacement desktop charger and a return shipping label for their old insr was sent to the patient.

Event description:
Additional information was received from the patient (pt). Pt called back stating they were sent a new desktop charger (dtc) but when they go to charge the recharger (insr) the insr beeps 2 or 3 times then quits; nothing appears on the insr screen. During the call the pt plugged the insr into the dtc and the insr beeped a few times then quit for nothing displayed on the screen. Ps emailed repair requesting pt be sent a new insr.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97754 lot# serial# (B)(6) n implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.